Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the information provided by the university medical clinic, on the incident day the user of the accu-chek spirit combo insulin pump experienced a hyperglycemic episode with a blood glucose level of 500 mg/dl. The customer was admitted into the intensive care unit and was treated with insulin infusions. The customer has now been switched to a regular station and is receiving insulin syringes. It was reported that the accu-chek spirit combo insulin pump was turned on, but could not be started, which resulted in high blood glucose levels. It is unclear if this reported issue was due to a defect of the infusion device or due to use error. No further details could be provided. The patient's current condition is stable and he is expected to be discharged from the hospital on (B)(6) 2020.